Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the skin graft mesher (B)(4) by dover on (B)(6) 2020 revealed the pre-test calibration and test cut could not be performed due to a damaged comb. The side plates were worn, the ratchet needs work, and the gear and bottom roll have slight wear. The device is over 10 years old. Repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, side plates, gear, bottom roll, ratchet, washers, shoulder bolts, gear, collars, carrier guide, and various other parts the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
This device was returned only for preventative maintenance and there was no event. However, during an evaluation of this device it was discovered that the device had a damaged comb. No adverse events were reported as a result of this malfunction.